Event description:
It was reported that the patient's right ventricular (rv) lead had high capture thresholds due to dislodgement. The patient experienced lightheadedness. The rv lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.

Event description:
Additional information received indicated the event was discovered in clinic post the initial implant procedure. The dislodgement of the right ventricular (rv) lead was discovered via fluoroscopy and led to intermittent capture.